Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received and the local site engineer indicated that the machine was not returned for inspection. Additional information was provided that the initial reporter observed an unspecified piece of tubing that was detached, which allowed the leakage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the detached tubing was not determined; however, the tubing was reconnected by the user and the machine functioned normally. Should additional relevant information become available, a supplemental report will be submitted.